Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the sensor failed. The patient uses insulet omnipod5 which would have been in open loop without cgm. The patient was using her last sensor that day but unfortunately, it failed. After her sensor failed, she immediately went to pharmacy to get a sensor but they said that the g6 is not available. She started to manually check her blood sugar. Values were not described in this complaint. She went to bed that night and woke up the next morning feeling absolutely horrible. She took a walk hoping that she would feel better but while walking, she felt having a heart attack. She had difficulty of breathing, shortness of breath, very weak, she had pain in chest, arm and neck. She brought herself to the hospital with her boyfriend. When they arrived at the hospital, they checked her blood sugar right away. She had EKG and tested for heart attack. They said she was having a high blood sugar and was diagnosed with dka yesterday morning. During the call, the patient was still in ICU and still under monitoring. Dka was managed with IV insulin and electrolytes. Other medications are documented in this complaint. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.